Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a "belt slip" error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint when the pump was set to optimal occlusion. When the pump was occluded past optimal occlusion it was found that the underspeed and belt slip errors would appear. The belt was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function as intended when set to optimal occlusion setting. The pump did produce an 'underspeed' error messages followed by 'belt slip' message during extreme occlusion which is an expected result of over occlusion. Per data log analysis, on (B)(6) 2018 while in a perfusion screen the pump reported "underspeed (head less than demand)" and "underspeed (belt slip)" many times. After the system was power cycled, no more underspeed events occurred. The log verified the complaint.